Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received a flow block error message during the patient side occlusion test. There was no patient involvement.

Event description:
It was reported that the device received a flow block error message during the patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of flow block" error message during patient side occlusion test technical support: connect pcu to system maintenance program manually by holding tamper switch. Replace pressure sensor. Replace bezel assy. Instructed dough to connect pcu to system maintenance program and run the test again. It worked. A review of the device history record for (B)(6) was performed from 11/27/2012 to 01/16/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.